Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit freezes was confirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The 20mm gt probe was found to be in poor condition. The reported issue is confirmed; the scanner would freeze about a minute after it boots. The root cause of the reported failure was identified as a probe failure. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - screen is freezing during use.